Event description:
It was reported that the patient underwent an incisional/ventral hernia repair procedure in 2008. The procedure was an open procedure performed under general anesthesia. Postoperatively the patient developed anemia and required a blood transfusion. No further information is known at this time.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Anemia occurred. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.